Manufacturer narrative:
It was reported by customer that tpn tubing spontaneously disconnected from PICC line quad set. One sample of infusion set material number 2432-0007 was submitted for quality investigation. Visual inspection was conducted on the sample and no damages or abnormalities were identified. The sample was then connected to a sample bd PICC line, primed and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There was no leakage, air-in-line, occlusion or separation between the infusion line and the PICC line. The customer complaint of separation could not be verified. A root cause for the reported failure was not established due to the reported failure not being replicated. A device history record review for model 2432-0007 lot number 22095502 was performed. The search showed that a total of 19sep2022 units in (B)(4) lot number was built on 10apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that bd alaris pump tubing disconnected. The following information was received by the initial reporter with the following verbatim: it was reported by customer that tpn tubing spontaneously disconnected from PICC line quad.